Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ¿ failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting infectious agents from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. ¿ all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. ¿ after thoroughly brushing or wiping all external surfaces and the distal end of the endoscope and around the forceps elevator with a soft brush or lint-free cloth, always visually confirm that the elevator wire is not broken. If the elevator wire is broken, patient and/or operator injury could result. ¿ if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the balloon channel was blocked and there was reduced angulation while using the evis exera ii ultrasound gastrovideoscope. The issue occurred during reprocessing, the procedure had already been completed and there was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material in the forceps elevator and nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of low angulation was confirmed; however, the allegation that the balloon channel was blocked was not confirmed. There was found to be foreign material in the forceps elevator and nozzle. Additionally, due to clogging of the nozzle, water removal ability did not meet the standard value; due to clogging of the nozzle, the air supply volume did not meet the standard value, due to wear, the angle wires were stretched, the adhesive on the bending section cover was detached, the connecting tube was scratched, the universal cord was scratched, the light guide (lg) lens had a scratch, the adhesive around the lg lens was peeled, the distal end had a scratch, the grip had a dent; due to damage on the forceps elevator wire, the forceps raising angle did not meet the standard value, and the acoustic lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.